Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was returned and no lot number or part number was provided. Placeholder.

Event description:
It was reported that a variable angle distal radius fracture plate broke (02.111.650) approximately 4 weeks postoperatively. Original surgery date was (B)(6) 2013. The plate broke at the second hole screw position in the shaft. An unknown screw was implanted in this position on the plate. Original plate and screws were explanted without any issues. Patient was revised to a 5 hole right diameter plate and screws. During revision it was observed that there were no broken screws explanted. This report is for an unknown screw. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment and not diagnosis.

Event description:
Patient presented with a non-union.